Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that experienced a battery that won't hold a charge was confirmed by baxter quality engineering. The assignable cause was determined to be a depleted battery alarm. The main battery and battery harness were replaced to resolve this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review revealed that this device was previously serviced for the reported condition and that the main batteries and battery harness were replaced.

Event description:
The facility representative reported a colleague infusion pump that experienced a battery that won't hold a charge. It is unknown which process step this event occurred during. Upon device evaluation by baxter quality engineer, it was determined that this condition interrupted delivery. There was no report of patient involvement, and therefore no report of patient injury or medical intervention. This device is an unremediated colleague infusion pump with a user interface module software version of 5.04.00. No additional information is available at this time.